Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found the downstream occlusion sensor (dso) seal was ripped. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette lock sensor was full. There was no patient involvement. During evaluation of the returned device, it was identified that the downstream occlusion seal was ripped.